Event description:
Lab staff member pushed safety button to retract the needle. Needle only retracted halfway leaving the needle still exposed. Staff disposed of the needle right away into the sharps container to avoid getting stuck.